Event description:
Procedure: lap total gastrectomy. According to the reporter: the device and the anvil were connected once, but the doctor noticed the part of esophagus tissue was too thin, so the anastomosis was not done. The surgeon converted to an open surgery. The device and anvil was connected again, but it could not be connected. The staff used another anvil, and the anastomosis was done properly. Bleeding was under 200ccs. Nothing fell into the patient cavity. The procedure was extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4).